Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that he had unexplained high blood glucose and that the insulin pump is not administering his insulin properly. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.